Manufacturer narrative:
The device was returned to olympus for inspection. I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is considered to be the legally binding equivalent of my handwritten signature. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device was presenting a blurry image due to a worn charged couple device unit. There was no patient involvement.